Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's right atrial lead trend showed a lead warning for multiple high impedance measurements. However, during an office visit, the impedance and noise could not be reproduced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for evaluation. We did receive performance date collected from the device and have analyzed the data. Out of tolerance atrial lead impedance alerts on (B)(6) 2012; atrial impedance trend varies intermittently between 500 and 850ohms, with greater than 3000 ohm measurements in weeks ending (B)(6) 2012 and the three weeks ending (B)(6) 2012; 146 atrial short interval counts (sic) between (B)(6) 2012 with an average of 5.4 sic per day.